Event description:
Healthcare professional reported "is experiencing some discomfort, and felt like issues with implant, possible partial rupture" confirmed via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "is experiencing some discomfort, and felt like issues with implant, possible partial rupture".